Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow-up. Device battery was found to be depleting faster than expected. Review of session record confirmed an unexplained battery voltage drop between (B)(6) 2015. Device remains implanted and will be monitored.

Event description:
New information received indicated that the device was explanted.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.